Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs noted that there was evidence of a partial firing of a 60mm reload. During this firing, the close key was released when the reload was at around the 25mm mark, articulation buttons were then pressed, but the handle will not articulate once it has entered firing mode, and then the open key was pressed and the reload retracted. The handle was functioning as intended. After the reload was removed, the log ends abruptly with no re-start command. The cause of the reset could not be reliably determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The partial firing was due to the premature release of the close key and subsequent press of the open key. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The cause of the handle resetting following the removal of a reload could not be reliably determined. Additionally, the investigation detected a unreported condition of damaged ir shield and damaged q12 that has no relationship to the reported condition. Replication of the damaged ir shield can occur if the device is dropped. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, on the first firing, a 60mm cartridge was used and the firing stopped advancing at about 20mm. After a while, the device was fired again, but there was no reaction. A new cartridge was attached, but the liquid crystal display(lcd) became dark, and another new cartridge was attached again, but the situation was not improved, so the device was stopped using. The procedure was completed with another device. There was no patient injury.